Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 10f sheath hole prior to an ablation interventional procedure. No femoral imaging was performed. Reportedly, when the plunger was removed the suture was not present, a cuff miss occurred. The suture of a new proglide device was successfully pre-placed. The sheath remained a 10f sheath and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use, states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.